Manufacturer narrative:
A ge oec service representative investigated the issue and found the fluoro functions board (ffb) was causing the reboot issue. The ffb was removed and replaced. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have poor imaging. A system reboot seemed to have solved that issue, but the system then had an uncommanded system reboot and was removed from use for service.